Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery. The absolute pro was advanced to the target lesion without any resistance. When the absolute pro was ready to be delivered [deployed], the physician suspected the stent to be partially deployed. Fluoroscopy showed the stent exposed but not opened; however, the physician being cautious decided to withdraw the device and not deploy the stent. Another absolute pro was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported premature deployment was not confirmed as the stent was not returned. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the exposed stent could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling.